Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that according to the (B)(6) registry annual report, about hip and knee replacement results between 2012 ¿2019 it was found that the following complications/harms occurred: 27 patients with journey ii bcs knee fem comp suffer of femorotibial instability. No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, the data presented in the swiss national hip & knee joint registry annual report, indicates that 27 patients underwent a journey ii bcs revision surgery due to femorotibial instability. Based on the information provided, the clinical root cause and/or patient outcome beyond that which is documented in the report cannot be definitively concluded. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.